Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage to the lens, or incorrect dimensions of the lens resulting in a loss of mechanical integrity. Physician report does not indicate that any adverse event or condition would have caused damage to the lens. Per medical review - reportedly, micl (13.2 mm) was damaged ("ripped") during surgery requiring intraoperative lens exchange. No reported incision enlargement or any other tissue damage. No reported postoperative sequelae. Visual inspection of the returned product found two lenses returned in the vial. The lenses were stuck together, in a dry condition and the lenses could not be evaluated. Conclusion: based on the complaint history, work order search, device history record review, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the customer reported there was no patient contact or injury and the backup lens was implanted.

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4). Method: work order search results: a lens work order search was performed and another similar complaint was found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon attempted to insert a 13.2mm micl13.2 implantable collamer lens, -14.0 diopter but the lens ripped. The reporter stated it was unknown if there was any patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.